Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hepatectomy procedure, the device had inadequate or partial sealing with evidence of energy delivery and end tones heard. Minimal bleeding occurred after cutting despite evidence of energy delivery. The jaws were cleaned frequently during the procedure, and approximately 10-15 good seals were achieved before the issue occurred while sealing a vessel of standard tissue thickness. Another device was used successfully with the same generator. There was no patient injury.

Event description:
It was reported that during hepatectomy procedure, the device had inadequate or partial sealing with no regrasp alert but with evidence of energy delivery and end tones heard. Minimal bleeding occurred after cutting despite evidence of energy delivery. The jaws were cleaned frequently during the procedure, and approximately 10-15 good seals were achieved before the issue occurred while sealing a vessel of standard tissue thickness. Another device was used successfully with the same generator. There was no patient injury and no blood transfusion was necessary.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the button stuck in the pressed position. During functional evaluation, the activation button was stuck in the pressed position. A rattling noise was detected when the area surrounding the button was shaken. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. Button returned to regular position during testing. The device sealing performance was tested. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. The device was disassembled and a broken post was identified on the right handle body that would allow for the pcb to become misaligned during use . It was reported that a partial seal occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of switch or button failure. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.